Manufacturer narrative:
Product analysis: the analyzer failed incoming functional testing due to a corrode battery contact. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned for preventive maintenance and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.